Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078952) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("essure device had migrated into my uterus") and menorrhagia ("heavy periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia and abdominal pain lower outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: hospitalization was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078952) on 20-aug-2018. The most recent information was received on 09-sep-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure device had migrated into my uterus') and menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia and abdominal pain lower outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: hospitalization was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.